Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c-ring broke. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c-ring broke. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). While the actual device was not returned for evaluation, a photograph was provided from the account. A photographic inspection was conducted. Blood was observed on the cannula shaft. Blood was observed on the scope wash tubing as well as the plastic c-ring. The c-ring was intact, and the scope wash tubing was observed to be melted near the c-ring. The scope wash tubing and the c-ring remained attached to the cannula through the retention rib. Based on the return condition of the device and the evaluation results, the reported failure "break; scope wash tubing" was confirmed.